Event description:
On (B)(6) 2018, a 23mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to severe aortic insufficiency caused by tears in two of the three cusps around the stent posts. One tear was 8mm deep and the other was 15mm deep. A competitor's 25mm freestyle was successfully implanted. The patient is reportedly stable.

Manufacturer narrative:
Explant was reported due to aortic insufficiency caused by tears. The investigation found that leaflets 2 and 3 were torn. There was no acute inflammation or significant calcifications. There was adherent fibrous pannus on stent post 2 with some adherent native tissue. Qualitative x-ray examination found that stent post 3 was twisted. As this was an explanted valve it is not possible to confirm when the observed deformation occurred, or if the stent deformation contributed to the severity of the leaflet damage. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site.there was also evidence of one bent stent post in association with the torn leaflets. An bent stent post may result in a localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear, if it occurred before valve explant. It is unknown whether the stent deformation occurred before or after the valve explant. However, there was evidence of fusion of one of the stent posts to the aortic wall, which may be indicative of a narrow aortic sinus relative to the implanted valve size. A narrow aortic sinus may increase the interaction between the aortic wall and stent posts and has the potential to result in abrasion of the leaflet tissue along the stent post. The interaction between the stent posts and the aortic wall has the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, which in this case may have led to the observed leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 23 mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to severe aortic insufficiency caused by tears in two of the three cusps around the stent posts. One tear was 8 mm deep and the other was 15 mm deep. A competitor's 25 mm freestyle was successfully implanted. The patient is reportedly stable.